Event description:
Device 2 of 2. Reference MFR number: 1627487-2018-12653. It was reported the patient's leads had migrated. The issue was confirmed via x-rays. Surgical intervention was undertaken during which one of the existing leads was explanted and replaced.